Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope air/water tube and cylinder and jet tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. According to the investigation, the scope air/water tube and cylinder and jet tube had foreign matter. A root cause could not be identified. Based on the results of the investigation, the investigation findings did not lead to a clear conclusion about the cause of the reported event found during investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.